Event description:
The customer has observed discordant results on two patient samples for the thyroglobulin assay on an immulite 2000 xpi instrument. The customer did not provide any additional information. It is unknown if the results of the patient samples were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant thyroglobulin assay results.

Manufacturer narrative:
A siemens global product support specialist (gps) has contacted the customer site multiple times for additional information regarding patient samples, instrument error logs and data files. Siemens healthcare has not been able to obtain any of the information from the customer to date. Based on the information provided by the customer, the cause of the discordant thyroglobulin results on the two patient samples is unknown.